Manufacturer narrative:
A review of the subject device history record indicated there were no nonconformances, deviations or abnormalities associated with this lot at the time of its production.

Event description:
Left renal stent placement with a medium palmaz stent mounted on a penta balloon (p2007). Stent became detached and drifted off - was lost. Another palmaz stent was placed successfully. Pt then had several radiographs taken to ascertain the whereabouts of the stent. It was later found to be in the left profunda. This is where it has remained.